Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-july-2018 with the following findings: moisture and corrosion was confirmed on the display lens inside the pump. The keypad rubber was undamaged. The keypad was removed and no contamination or damage was found to the key¿s contacts. Unrelated to the original complaint, the pump failed to power on. A leak test failed due to a battery compartment leak. Returned battery cap is undamaged and able to fit. Additional moisture and corrosion was found inside the pump on the power circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. It was also noted that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.